Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had observations of intermittent jumps in high impedances around 1800 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor. Technical services discussed that the accelerometer feature was on still, so the patient will have rate response if needed but histograms show good sa node function. Suggested bringing the patient in to program unipolar pace/bipolar sense. The system remains in-service at this time. No additional adverse patient effects were reported.